Manufacturer narrative:
One oximeter was returned for evaluation. Visual inspection of the device found it to be in good physical condition. The device underwent functional testing by testing the spo2 on the simulator, confirming the reported customer complaint. No spo2 readings were present as a result of the test. Further visual inspection found that the oximeter board had come loose due to impact suffered to the monitor. The board was reseated as a preventive measure and now all reading are steady and accurate with several probes and the simulator. The cause of issue was determined to be user interface; no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical sleep capnograph has error sr. It was reported unit was found on shelf; it failed annual inspection. No patient involvement.